Event description:
It was reported that the 9900 system needed the beam aligned. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam was aligned and the image intensifier dose was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.